Event description:
Adc received an ansm user report in which a healthcare professional reported the adc device "stops spontaneously after 14 days of use without warning." As a result of the sensor ending after it's 14 days of use (lifespan), the customer did not have sensor readings and was found experiencing a seizure and a loss of consciousness. The customer was provided 3 sugars by a non-healthcare professional for treatment and additionally emergency services were called. There was no information provided as to if further treatment was provided to customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.